Manufacturer narrative:
(B)(4). Date sent: 3/16/2026. B3: event year only reported: 2026. D4 batch #: a98w5v. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon receipt, the device underwent visual inspection which identified no apparent external damage. The packaging opened was returned along with the instrument, six (6) malformed clips and two (2) conforming clips were returned inside a plastic bag. To replicate the reported issue, the instrument was functionally tested: during cycling the device successfully fed and formed five (5) conforming clips. The instrument¿s jaws operated normally (opening and closing without difficulty) and the lockout mechanism functioned as intended. A manufacturing record evaluation was performed for the finished device lot/batch a98w5v number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause the malformed clips of the reported event. As the device fed and performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger.

Event description:
It was reported that during an unknown procedure the clip applier firing malformed clips. The patient came to no harm and another clip applier was opened and used without issue.